Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.